Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was showing out of range impedances on the day of surgery. It was reported that the battery intra-operatively showed ¿unable to read ???¿ once connected to a new battery. It was reported that a revision resolved the reported issue and the lead and ins were both replaced. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed insignificant anomalies and the product was functionally okay. Analysis of the lead (va1dtar) revealed a broken conductor from overstress/damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: information regarding the lead analysis does not apply to this report and can be found in the related MFR report # 3004209178-2019-01931. Eval method, result, and conclusion codes have been updated to reflect this. If information is provided in the future, a supplemental report will be issued.